Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Perforation/ tamponade is a potential complication associated with transvenous leads/catheters. It is included in the list of potential complications given in the instructions for use.

Event description:
During an in clinic follow-up, high capture threshold, low pacing impedance, and low sensing were observed on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed the rv lead had become dislodged resulting in a cardiac perforation. The rv lead was explanted and replaced to resolve the event. No additional treatment was required to address the cardiac perforation. The patient was in stable condition.